Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had increased pain on the left side since tuesday. It was indicated that the patient¿s stimulator only helped about 50 percent and the caller wondered about adjustments. The patient was in the hospital for pain on the left side and they wanted to do an MRI. The caller stated that they couldn¿t figure out why the pain was localized on the left side. The patient stated that they had done four back fusions which were done before implant. The caller stated that the pain on the left side started on tuesday and this was their third day in the hospital. The patient was on hydrocodone and dilaudid. The caller stated that they may consider the pain pump next, since the spinal cord stimulation was not really working well. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.